Manufacturer narrative:
Continuation of d10: product ID: 10fcc13, product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of paroxysmal atrial fibrillation underwent a pulmonary vein isolation procedure using the pulseselect catheter. After the ablation was completed and the catheter was removed, a pericardial effusion was detected on intracardiac echocardiography. There was no significant drop in blood pressure during the procedure. The physician suspected that the pericardial effusion was likely due to a small perforation that occurred while gaining left sided access. A different cardiac surgeon performed a pericardiocentesis to drain blood from the pericardial sac, and a pericardial drainage tube was placed as part of the management. The patient was admitted to the hospital for extended observation following the complication. The pericardial drainage tube was subsequently removed, and the patient was discharged. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that a small to moderate effusion was noticed on ice post-mapping using another manufacturer¿s catheter. The patient was discharged post-hospitalization.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic, product type: mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.